Event description:
Customer reported the uom had changed on her locked freestyle flash meter after changing the calibration code.

Manufacturer narrative:
This is an initial report. F/u report will be submitted if the product is returned for eval. Customers and retailers have been informed through the fa16may2006 letter.